Event description:
I dug it out with my fingers a portion of it, couldn't get it out- vagina [foreign body in reproductive tract] breakage, missing parts- tampon [device breakage]. Case narrative: consumer reported via phone that there was breakage of the tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
I dug it out with my fingers a portion of it, couldn't get it out- vagina [foreign body in reproductive tract]. Breakage, missing parts- tampon [device breakage]. Case narrative: consumer reported via phone that there was breakage of the tampon. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.